Manufacturer narrative:
Approximate age of device ¿ 6 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) of 1335u/l from baseline on 350u/l, haptoglobin <10 mg/dl in the setting of a therapeutic international normalized ratio (inr), and clear urinary analysis. The log file captured intermittent power elevations and alarms throughout the log file, which can sometimes be seen with elevated ldh. The patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2019. The cause of the elevated ldh was suspected to be pump thrombosis and the patient also exhibited some hemoglobinuria. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed intermittent elevations in power; however, a specific cause for this finding could not be conclusively determined through this evaluation. No device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4). A direct correlation between the device, the log file findings, and the reported events (elevated ldh and suspected thrombosis) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 09:10 through (B)(6) 2019 at 18:24. Power elevations over 9 w were captured intermittently throughout the file, reaching a maximum of 11.3 w on (B)(6) at 12:17. No atypical trends in pump parameters were observed. Overall, power ranged from 5.5-11.3 w, estimated flow ranged from 5.1-12.0 lpm, and average pi was between 2.0 and 7.9. The fixed speed was set to 9200 rpm and the pump speed remained above the low speed limit of 8600 rpm for the duration of the file. No atypical alarms were captured. The system appeared to be operating as intended. The pump was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and an additional 6.5¿ segment was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft bend relief was returned detached from its hardware. The outflow graft was returned attached to the outflow elbow, which was detached from the pump¿s outlet port. Prior to return, the inlet stator and the rotor were removed from the pump housing. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Upon receipt of the returned pump, it was noted that the inlet stator and the rotor had been removed from the pump housing prior to return. As a result of this, functional testing could not be performed on the returned pump. Review of the device history records indicates that the pump passed all inspection and testing at manufacturing. In addition, the pump supported the patient for (B)(6) days and there were no reported issues related to pump operation during this time. No further information was provided. The manufacturer is closing the file on this event.